Manufacturer narrative:
Integra has completed the internal investigation for this device complaint on (B)(6) 2016. The investigation included: review of device history records. Review of complaint history. The product was not returned for evaluation. The customer had disposed of the defective cable to replace it with a new cable since the defective cable was not repairable; a review of the device history records (DHR) review could not be completed for pmiompm1 cable since neither the serial nor the lot number were provided due to disposal of the actual device by the customer. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified complaint for the reported failure associated with the pmiompm cable that has not been returned for evaluation. No trend has been identified. The product was not returned for evaluation; therefore, the specific cause for the problem reported could not be verified and or duplicated and no root cause can be determined. If additional information, such as lot or serial number, is obtained, the investigation will be reopened.

Event description:
On (B)(6) 2015 the device was being used in the patient's ward when the user noticed that the ipc values were not stable and noticed that the loose connection of the connector was causing the unstable values and the measurements to jump around. The device was not in contact with the patient and there was no patient injury or death alleged. The cable had been used before in the prior 6-18months. Since the cable was not repairable, the customer had disposed of it. A photo was provided of the problem and device.